Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. No additional information was provided regarding customer backup therapy.